Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a red alert for high out-of-range (oor) shock lead impedance measuring at 128 ohms. Technical services (ts) confirmed the reported observation. This device remains in service and continues to be monitored. No adverse patient effects were reported.